Manufacturer narrative:
The device was manufactured on an unknown date in mar2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a seroma after veritas collagen matrix was used with expanders during a skin sparing mastectomy. On an unreported date post-surgery the tissue expander moved and veritas disintegrated. Both the tissue expander and veritas were removed and the patient will undergo another surgery for breast implant on an unreported later date. At the time of this report, the patient's condition was reported as "good". No additional information is available.